Event description:
Customer called in to report a hospitalization due to low blood glucose. Customer was heading to an appointment when she tested herself and got a blood glucose reading of 79 mg/dl. Customer ate candy to bring blood glucose levels back up. Customer stated that she was walking when she slipped and hit her head. Paramedics took her to the hospital. Blood glucose reading at the time of admission was 13 mg/dl. Customer believes her low blood glucose was caused by not eating enough breakfast and being in a hurry. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.